Manufacturer narrative:
Per tandem's user guide: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred due to dropping the pump in the sink. The customer continued to use the pump for insulin delivery. Customer¿s blood glucose level was 251 mg/dl.